Event description:
Customer called to report that the unicel dxi 800 access immunoassay system generated falsely positive bhcg (beta human chorionic gonadotropin) results for one patient sample. Follow-up testing of a second patient sample and repeat testing of the initial sample produced lower results within the normal range of the assay. There was no change in patient treatment or affects to the patient in connection with this event. Quality control (qc) was performing within customer's established limits on the date of the event and there were no system issues reported by customer. The customer technical specialist (cts) generated a request for onsite service. The field service engineer (fse) inspected the instrument and determined that the sample probe was not meeting carryover specifications. The fse performed z-alignments and tightened the z-motor belt for the sample pipettor to address the issue. The fse then performed a passing high sensitivity system check and an acceptable bhcg precision run on all four of the reagent pipettors. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).